Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information noted that the lead was unable to implant after repositioning multiple times. This was due to the helix unable to retract.

Event description:
It was reported that during the procedure the right ventricular lead was not used. Further information was requested however, was not provided.